Event description:
It was reported that the bd insyte autoguard winged yel 24ga x .75in adapter/connector was damaged/defective. The following information was provided by the initial reporter translated from chinese to english: (B)(6) 2024, the child should be pubertal development of premature admission to our department, the nurse followed the medical advice to give with intravenous indwelling needle blood transfusion treatment, in accordance with the routine preparation of supplies, a one-time puncture success, back to the core of the needle, connected to the heparin cap, can not be twisted, there is a blood leakage. Immediately after the incident, he removed the needle, pressed to stop bleeding, pacified the family's emotions, and replaced the needle to re-puncture. On the same day, there were 3 cases of similar incidents with the same batch of indwelling needles. The batch of indwelling needles was discontinued, returned to the department of instrumentation, and reported as an adverse event. Unable to tighten, blood leaked. Additional information provided: 1. Customer reported "on same day there were 3 cases" (qty = 3) but in follow up customer provided "(B)(6) 2024 (8 indwelling needles were used on the same day, and 3 cases occurred), all from the same batch". What date did the 8 occurrences take place?were these on the same patient? 2. For the event dates provided ((B)(6) 2024) were these all for 1 failure each? 3. Was there any patient impact? Comment (rec): 1. There are 3 occurrences take place on (B)(6) 2024, and these three times happened to different patients. Prn was not tightened and would leak blood. 2. Unable to confirm, but the same defect occurred, and the defective products all have the same material number and batch number. 3. No, just re-puncture caused dissatisfaction among the patient's family.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received two 24g x 0.75 inch insyte autoguard winged units in sealed unit packaging from lot #3248257. The samples were removed from the unit packages and the needle covers were removed. A visual observation revealed no damage or defects on the samples. As it was reported that a cap could not be threaded on, a microscopic examination of the luer adapters and the threads revealed no damage. A q-syte connector was attached to the yellow catheter adapters and no connection issues were noted. The samples were pressurized with air and submerged underwater. No leaks were detected at the connection with or without the q-syte connectors. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.